Manufacturer narrative:
Reported event of premature discharge of battery could not be confirmed. The device was received in backup mode. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated bvvi occurred post explant which is consistent with exposure to cold temp. Device image also showed that the device was above eri. And within normal range of operation during implant duration. The product code was reloaded to enable further testing. Post-reload analysis, including telemetry and pacing output, indicated that the pacer exhibited normal device characteristics. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
It was reported that following the electronics performance indicator (epi), an alert was received by the clinician, and the device was explanted and replaced. The patient was in stable condition.